Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that during an animal procedure when performing the cutaneous suture on (B)(6) 2018 the needle pulled off the suture. No adverse patient consequence reported.